Event description:
The customer stated the meter keeps going dead on her and that the meter looks like it is giving an error but part of the numbers are missing on the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return to the meter for further evaluation and a replacement was provided.